Manufacturer narrative:
Device name: unk, no serial number reported. (Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter reported refractive change overtime in the left eye (os). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b1- adverse event should be checked in previous MDR. B2- required surgical intervention should be checked in previous MDR. B5- "lens was exchanged for a same model/length lens on (B)(6) 2020, and the problem was resolved." Should be in the previous MDR. D6b- (B)(6) 2020, should be in the previous MDR. H1- "serious injury" should be checked in previous MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vticmo12.6, -17.00/0.50/125 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise, assessed on (B)(6) 2020 was reported. Lens remains implanted. The reporter stated " we planned a target refraction the left eye for proximity, the result was emmetropia. We ask for a lens exchange." If additional information is received a supplemental medwatch report will be submitted. D2: corrected from phakic intraocular lens,mta to phakic toric intraocular lens,qcb. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).